Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash while wearing a lifevest, although the patient does not know where it is on their body or how to describe it. The patient stated that they stopped wearing the lifevest for 2-3 weeks and that their doctor prescribed an ointment for the irritation. The patient indicated that after using the ointment, the condition of the rash had improved.